Manufacturer narrative:
Software version 6.7v. Retainer ring black. Customer returned device for an alleged blank display found on nov 24, 2021. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several hours and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage were within specific range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 22:35:51.000 (B)(6) 2021 16:51:01.000 (B)(6) 2021 11:39:22.000 (B)(6) 2021 09:35:05.000 and (B)(6) 2021 09:45:00.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 21:10:00.000 (B)(6) 2021 13:54:00.000 (B)(6) 2021 09:30:00.000 (B)(6) 2021 00:44:00.000 upon checking on the power data/detail trace file, low battery alert was expected since the battery has low/no power. The customer may have used a low/depleted battery. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. Customer stated that the contacts on the battery cap were not missing or damaged. Customer also stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the display did not return back after the pump was restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.